Manufacturer narrative:
H3: product analysis of the device found that the reported issue was not confirmed. However the device presented with missing spare fuses, torn spare fuse decal and loose clips due to worn wave washers. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a parotid operation, there was a delayed current delivery tone in the nim 3.0 system. The following steps were taken: the muting detector was turned off, the volume was increased, the threshold was lowered, the patient was not paralyzed, the electrode check was passed, the tap test was passed, the probe was exchanged, the stimulation was increased, the fuse in the pi box was not blown, and the electrodes were changed. Despite these steps, the delivery tone was still delayed. The surgery was extended by less than one hour. There was no impact on the patient.